Manufacturer narrative:
Continued e1: phone number: (B)(6). The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported, some lobulations, circumscribed nodule and axillary lymph node for right side. Device remains implanted.